Event description:
It was reported the device had possible early elective replacement indicator (eri). It was also reported that the lead had a slightly high threshold and therefore a high output on the device. It was noted that the patient had also received multiple therapies for ventricular tachycardia. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.